Manufacturer narrative:
Although product was returned to stryker australia via service, the product was not returned to wom for investigation therefore the reported failure mode was not confirmed. Alleged failure: lose pressure during operation. Diagnostics: pneumoclear insufflator inspected & functionally tested as per qip. No faults found; all functions performing adequately as required with no errors detected by servicing device log. Unit is within calibration. Repair details: no fault found. Device was re-calibrated and electrical safety tested before being returned to the customer. Investigation conclusion the reported incident could not be confirmed, since the device was not returned to wom for evaluation. Based on the service report provided by stryker, the device was working according to specification. Probable root cause: because device was not returned to OEM - wom, probable root cause cannot be determined. The event description is poor and general in nature. At the time of the reporting decision the device has not yet been returned for evaluation and the evaluation results were not available. With this limited information the most probable root cause could not be determined. It could be a device-independent issue or an actual malfunction. However, with the available information we could not establish a causal relationship between the failure of the medical device and conversion of procedure to open laparotomy. There were no adverse consequences or surgical delay reported for the patient. The reported failure mode will be monitored for future reoccurrence. Stryker is the initial importer of this product. The legal manufacturer is world of medicine (wom). Wom has been made aware of this report event.

Event description:
It was reported that the surgeon reported that there was an error for the device and lose of pressure during operation. The surgical procedure was completed successfully however medical intervention was required as the robotic hemicolectomy was abandoned and an open hemi-colectomy/laparotomy was performed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Stryker is the initial importer of this product. The legal manufacturer is world of medicine (wom). Wom has been made aware of this report event.

Event description:
It was reported that the surgeon reported that there was an error for the device and lose of pressure during operation. The surgical procedure was completed successfully however medical intervention was required as the robotic hemicolectomy was abandoned and an open hemi-colectomy/laparotomy was performed.